Event description:
Pt manuevered self out of bed and trapped neck in a top side rail apparently causing suffocation. The event occurred on the hosp's dept of corrections (doc) unit, therefore, the event was videotaped per our practice. Videotape is currently with the doc.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-95. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, actual device involved in incident was evaluated, other, other. Results of evaluation: none or unknown. Conclusion: device failed during assembly. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.